Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . Brand name unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that dr. Indicated screw loosening 6-8 times during 2 years period.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2022-01416 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: g6: checked "follow-up" .